Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It warns the user to make sure all clamps on unused fluid lines are closed securely. It instructs the user to close all clamps while preparing to load the disposable set. Also, it warns the user that a system error 2240 can be caused by unclamped, unused supply lines. A review of the label for the product family will be conducted. If any relevant information is, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during dwell 9 of 10, while the hp was connected. The clamps on the unused supply lines were open during therapy. The technical service representative (tsr) reviewed the alarm and the hps set up. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.